Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was not impacted. During troubleshooting with tandem technical support review of pump history showed the pump battery depleted from 80% to 1% within one day. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.